Event description:
The following is a summary of the additional information requested and received by the manufacturer on 09/14/2007: pt underwent a procedure to treat an aneurysm approx sized at 1cm. Six detachable coils were implanted prior to the use of this coil [device in question]. Resistance was felt when the physician attempted to introduce the coil into the microcatheter. The physician attempted to reduce the resistance by repositioning the microcatheter, but the physician did not successfully insert the coil into the catheter. When the physician attempted to retrieve the coil from the pt, the physician lost the position of the coil, and determined that the coil was implanted in aneurysm. Contrast media was flushed to check if the coil was successfully implanted in the aneurysm. At this time, "it was found that the coil was implanted and stretched at aneurysm proximal. The stretched coil was able to be retrieve successfully from the pt by cutting the guiding catheter hub (outside the body), and removing the microcatheter containing the coil from the pt. Procedure was successfully completed and pt's condition was reported to be "good."

Manufacturer narrative:
Device code: unintended detachment of coil. Date received by manufacturer: additional information requested and received by the manufacturer on 09/14/2007 reveals an unintended detachment while the coil was partially in the microcatheter, and coil was partially in the microcatheter, and intervention was performed by removing the microcatheter containing the coil from the pt.